Manufacturer narrative:
H10: the returned device, used in treatment, was returned evaluation. There was a relationship found between the device and the reported incident. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. Review of complaint history of the reported lot number for the past 3 years found similar complaints; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection under magnification of the wand shows extensive electrode erosion with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. The middle- and lower electrode is broken/detached. The insulation around the shaft is damaged/broken. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation the device was connected to a compatible coblator ii controller and performed on the remaining parts of the electrodes. The suction line was tested and performed as intended; the saline line was tested and performed as specified on all three openings. The complaint was verified and the root cause cannot be determined with certainty. Possible factors for the damaged electrodes could defined (1) by hitting other equipment while using the wand (2) may result from vigorous use against bony surfaces (3) fluid management. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during tonsillectomy and adenoidectomy, the wand was found with the metal electrode wire cracked. No delay and a back up was available to complete the procedure. No patient injury was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.